Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-bio., no label or missing label information, air bubbles in gel. The following information was provided by the initial reporter: the customer noticed ¿foreign matter in gel x19, damaged tube x16, defective marking x111, black spot in tube x7, dirty tube x308, air bubbles in gel x61.¿

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-bio., no label or missing label information, air bubbles in gel. The following information was provided by the initial reporter: the customer noticed ¿foreign matter in gel x19, damaged tube x16, defective marking x111, black spot in tube x7, dirty tube x308, air bubbles in gel x61¿.